Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested. (B)(6).

Event description:
Literature: moro e, schwalb jm, piboolnurak p, et al. Unilateral subdural motor cortex stimulation improves essential tremor but not parkinson's disease. Brain. Jul 2011;134(pt7): 2096-2105. Summary: this study looked at the efficacy and safety of unilateral subdural motor cortex stimulation in six pts with essential tremor (et) and five pts with advanced parkinson's disease (pd) between (B)(6) 2004 and (B)(6) 2006. Pts were assessed during acute, intermediate and chronic (3 months double-blind and 1 year open) stimulation. Primary outcome measures in pt with et were changes in tremor scores at 3 months and in pts with pd changes in (B)(6) scores at 3 months in off medication/on stimulation versus off medication/off stimulation and on medication/off stimulation versus on medication/on stimulation conditions. Reportable event: a (B)(6) female pt with et who was taking primidone for tremor experienced one or more simple partial motor seizures during the acute testing period. See MFR report #3007566237-2011-05668 for a copy of the literature article.